Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. The patient experienced several issues between her pump and the cgm. She gave vague details about several events. For this event, she did not recall the exact cgm values but indicated at some point the cgm may have been inaccurate and was ¿50 points higher¿ than the bg finger stick value. The event occurred 3 days after sensor insertion on the abdomen. At the time of this event on 12/05/2024, it was the middle of the night (2 am) and she had been soundly sleeping. She woke up perspiring heavily. After she got up to go to the bathroom, she fainted. She did not remember any subsequent event details or if any alarms or alerts on her phone and pump occurred. Her spouse called emergency medical service (ems) who transported her to the hospital. She was transported to a second hospital as they had ¿better facilities.¿ it was not specified at which point the patient regained consciousness. Treatment included IV fluids for dehydration, glucose, blood pressure, and blood thinning medication. Although her memory of the event was unclear, she remembered the value at the hospital was 30 mg/dl. She did not remember if that was for a bg fingerstick or for the cgm. At the hospital, the pump and the cgm were removed. At some point her blood pressure dropped for an unspecified period of time. Her blood glucose was mostly in the 200 mg/dl to 300 mg/dl range that morning. She was discharged at mid-day on (B)(6)2024. At the time of the report, the patient was fine. Of note the patient utilized a tandem tslim insulin pump. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 50 points. There were no reported glucose values available to search within the parkes error grid calculator when the patient was observed in the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.